Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 154 mg/dl (aviva connect system 1) and 365 mg/dl (aviva system 2). The same vial of strips was used with both of the meters. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.